Event description:
Complainant alleged that while treating a male patient, the device was set to 120 joules, however, discharged at 10 joules. The device was then set to 120 joules, however, discharged at 75 joules. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.